Event description:
The manufacturer received information alleging of a thermal event to a remstar auto a-flex device. The user alleges the device caught on fire. There was no report of patient harm or injury. The device will not be returned to the manufacturer. The user no longer has the device. The manufacturer is submitting a final report at this time. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.